Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery will not hold a charge was confirmed; the scanner shuts down prematurely when ac power is not attached. The root cause of the reported failure was identified as use-related wear of the internal li-ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - not holding the charge - battery was plugged in all night used the unit for about 10 minutes before the battery indicator was greyed out.